Event description:
I have been using the abbott freestyle libre cgm for more than a year. I developed a rash at the application site while using my last 2 sensors. I have included a photo of the skin reaction. FDA safety report ID# (B)(4).